Event description:
Caller reported experiencing elevated blood glucose levels up to 460 mg/dl and ketosis in the night and at noon for two weeks. Caller stated she took correction via pump after the accessories were changed without success. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.